Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a bd autoshield¿ duo safety pen needle, medication leaked. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that when using a bd autoshield¿ duo safety pen needle, medication leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: activation, clog and functionality testing was carried out on 30 of the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that when using a bd autoshield duo safety pen needle, medication leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.